Event description:
Two incidents involving curlin medical painsmart pump. Based on the data, there was strong evidence that machine #1 - 2007- had some sort of free flow. This did not seem the case for machine #2 - four days later- where the date showed a key stroke error and once factored in, it seems the pt got the correct amount of medication. Both machines were tested by clinical engineering side by side with curlin. Machine #2 was given an infusion volume accuracy test. No problems were found. Machine #1 on close visual inspection showed a door defect. Although the door closed properly it was sightly bowed. The back of the door serves as pressure for the peristaltic effect and free flow protection. The defect in the door caused the free flow protection to fail. The "bent door" could be a result of any number of things, but most likely a dropped pump with the door open or ajar. This event was free flow due to a damaged pump.